Event description:
It was reported that during an implant procedure each decrement made during threshold testing using the analyzer resulted in a wait time before the screen could be touched to decrement again and during the wait time capture was lost and it would take several seconds to begin pacing again. In one patient this resulted in a small pause, which was "tolerated fine." It was further reported that the results were not saved and if access to "view saved" was attempted a critical error appeared and the programmer had to be shut off and turned back on again. Changing out the analyzer did not resolve the issue. The programmer was returned for service. Follow-up determined that there were no patient complications as a result of this event.

Event description:
It was reported that during an implant procedure each decrement made during threshold testing using the analyzer resulted in a wait time before the screen could be touched to decrement again and during the wait time capture was lost and it would take several seconds to begin pacing again. In one patient this resulted in a small pause, which was "tolerated fine." It was further reported that the results were not saved and if access to "view saved" was attempted a critical error appeared and the programmer had to be shut off and turned back on again. Changing out the analyzer did not resolve the issue. The programmer was returned for service. Follow-up determined that there were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) there is data drive corruption in the analyzer folder; disk drive subassembly failure, cause could not be identified.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.